Event description:
It was reported to philips that there is a problem with the front case enclosure. No patient harm or injury has been reported.

Event description:
It was reported to philips that there is a problem with the front case enclosure. No patient harm or injury has been reported.